Event description:
It was reported that during the procedure the lasso catheter was suddenly unable to change its variable radius.

Manufacturer narrative:
The complaint sample has not yet been returned to biosense webster for evaluation. The event description provided by the customer was not indicative of a reportable complaint. Additional information received in 2008, indicated that the catheter was retrieved from patient in a contracted position through the sheath without difficulty. Due to the alleged contracted position of the catheter, it is possible that this catheter may have been exhibiting the same failure mode which prompted the recent recall of the lasso 2515 variable circular mapping catheter. This failure mode could also cause the catheter to become locked in a deflected position.